Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Refer to medwatch 2032227-2016-39704.

Event description:
The customer's mother reported via telephone cal that the insulin pump alarmed for no delivery. The blood glucose reading was 165 mg/dl. Insulin did exit during troubleshooting for no delivery and the caller declined troubleshooting for high blood glucose. The alarm was resolved with a complete set change. The reservoir was not replaced or returned for analysis.